Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post-implant of an unknown size sapien 3 valve in the aortic position, the valve was now failing due to central regurgitation and required intervention and a valve in valve was performed. The CT scan also confirmed the valve was under expanded.

Manufacturer narrative:
Updated section h6. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post-implant of a 23mm sapien 3 valve in the aortic position, the valve was now failing due to calcification. The CT confirmed the valve was under expanded. A valve in valve was performed. Per the medical record review, the pre procedure tee showed the bioprosthetic aortic valve with thickened and calcified with restricted opening. The patient is symptomatic with shortness of breath during any activity.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. The following section of this report has been updated: investigation is ongoing.